Event description:
It was reported the patient is deceased and died approximately one month post lead fracture and increased lead impedance. The patient is reported to have had a sudden cardiac arrest and was unable to be resuscitated. The cause of the sudden cardiac arrest is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sesr01 implantable pulse generator (ipg) implanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported by the patient¿s mother that ¿the lead shocked the patient to death after the patient¿s own bodily fluids got into the pacemaker.¿